Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous superficial femoral artery (sfa). The 1.5mmx20mmx142cm sterling es balloon catheter was advanced to the lesion. On the first inflation the balloon was successfully inflated to 12 atms and on the second inflation it ruptured at 12 atms. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device (B)(4) relates to component (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).